Event description:
Information was received indicating that a smiths medical cadd level 1 trauma fast flow disposable tubing was leaking from one of the chambers. No patient consequences were reported. No adverse effects were reported.